Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) due to the influence of moisture that entered the inside of the device from the leak point, a temporary conduction abnormality occurred in the ccd unit and the board inside the video connector. 2) the ccd unit (including the ccd cable) was damaged by the following handling. - excessive bending or pulling of the video cable (physical stress) - the system ground wire was not connected (static electricity applied) - the video connector was plugged or unplugged while the system was still powered on (overcurrent) - connected to the system (shorted) while the video connector contacts were dirty or wet. The event can be detected/prevented by following the instructions for use which state: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 3) "do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." 4) "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." 5) "if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that water tightness was lost due to a pinhole on the light guide tube on the universal cord. The light guide lens was damaged and and the video cable had a wrinkle. The white balance would also not work (e931 error was displayed). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The issue was found during reprocessing. The intended procedure was a laparoscopic surgery. The facility finished the procedure with a similar device. There were no reports of patient harm associated with this event.